Event description:
It was reported as a trident psl cup and liner was inserted by a surgeon, (B)(6) at (B)(6) hospital, and the liner dislodged while the patient was in recover. The patient had to go in for surgery again 5 days later (13/8) for a revision to remove the liner and replace it and insert correctly I suspect it was not impacted correctly for the locking scallops to engage but the liner had to be revised. The cup remained original implant date (B)(6) 2021. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).